Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the foreign material was insufficient cleaning. Identification of the material could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, leakage was noted from the instrument/suction channel of the gastrointestinal videoscope. The issue was found during reprocessing. The device was returned and an evaluation at the repair center revealed clogging of the nozzle with foreign material. Foreign material was yellowish/brown in color, but it was unknown what the foreign material was. Also, the bending section cover was dirty. This report is being submitted to capture the reportable malfunctions found during evaluation. There was no patient involvement.

Manufacturer narrative:
An evaluation of the returned device confirmed the customer allegation. Leakage from channel tube at distal end side of the scope was noted. Due to damage on channel tube, water tightness was lost. Due to wear of scope connector cover, water tightness was lost. Objective lens was chipped. Connecting tube had discoloration and was wrinkled. Suction cylinder was shaved. Scratches were found throughout the device. Angulation was out of specification and exhibited play. Due to clogging of nozzle, water removal ability does not meet the standard value. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental will be submitted on completion of investigation or if any additional information is available.